Manufacturer narrative:
At this time product has not yet been returned. An extended investigation has been performed for the reported complaint and there was no indication that the product did not meet specification. Dhrs (device history review) for the fs libre sensor and fs libre sensor kit were reviewed and the dhrs showed the fs libre sensor and sensor kit passed all tests prior to release. If the product is returned, a physical investigation will be performed and a follow-up report submitted. All pertinent information available to abbott diabetes care has been submitted.

Event description:
A high readings issue was reported with the adc freestyle libre sensor. A customer reported receiving a sensor scan of 91 mg/dl and experienced seizure and loss of consciousness while on his way to his son's home. Paramedics were called and upon their arrival, obtained a reading of less than 30 mg/dl on their device. The customer was treated with intravenous dextrose and fluids for a diagnosis of hypoglycemia. An hour later, prior to releasing the customer, paramedics obtained a blood glucose reading of 151 mg/dl in comparison to a sensor scan of 'lo' (readings <40 mg/dl). There was no report of death or permanent injury associated with this event.